Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and use outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation of the subject device on (B)(6) 212, induction tests with 30 hz bursts could not be delivered, despite the fact that several attempts were performed. However, the egm markers were still displayed. No warning messages about telemetry errors were displayed to the user. An explanation is required.